Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. Longevity analysis found the battery depletion to be premature. The battery was sent to its manufacturing site for analysis, and it was determined the premature depletion was due to an internal battery anomaly. The cause of the premature depletion is an internal battery anomaly. The reported event of low impedance was confirmed. Impedance anomaly was due to the battery voltage below end of life (eol) level.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a follow up in clinic, premature battery depletion was suspected on the device. Additionally, low impedance was noted. The device was explanted and replaced to resolve the event. The patient was in stable condition.